Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system.. The alarm occurred during rewind and prime sequence. The insulin pump support was loose but the insulin pump was not bumped or dropped. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device alarmed prime during basic occlusion test due to loose and protruded drive support disk. We were unable to complete testing due to prime alarm. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.